Event description:
Dealer states that the lift will not stay up when it goes up it comes back down.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.